Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. Laboratory report has been provided to livanova. There is no known patient involvement.

Manufacturer narrative:
Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 3.5 meters from the surgery field. In addition livanova learned that: - the water samples are from the post-disinfection - disposable gloves are used only for the hc3t device cleaning - re-usable blankets are not used - water quality (hpc and ntm) monitoring is not performed because tap water with 0.2 micron filter - the h2o2 level is checked daily from monday to friday and not checked during weekends even if device is stored full of water - the devices are stored for a very short time - a 31-day single-use straight jet water filter for faucet" reference (B)(4) from weber e. & cie ag with 0.22 micron filters is used for tap water which is replaced each 31 days - before storing the equipment the surfaces are disinfected with ethanol 70% - before storing the equipment the water circuits are disinfected with peresal, final concentration 3.3% for 10 minutes - the 3t aerosol collection kit is replaced every 7 days during weekly disinfection - the tubing used with the heater-cooler is replaced annually - sink water was tested and laboratory test report results provided from information collected and listed above, it can be concluded that the customer deviated from device instruction for use in terms of water quality monitoring, h2o2 level check. The analysis of documentation for sink water test provided is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: from information collected and reported in the previous supplemental report, it can be concluded that the customer deviated from device instruction for use in terms of water quality monitoring and h2o2 level check. Moreover, sink water test documentation was analyzed revealing that sink water was tested in november 2020 showing mesophilic aerobic germs count (110 cfu/ml). Based on the information provided, the mentioned findings may have led to the reported contamination. Moreover, source of contamination could be related to location where device is used/stored.

Event description:
See initial report.